Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there had been no identifiable picture on the screen, it had looked like a television channel that would not come in during inspection for use involving an olympus xenon light source. There was no patient involvment.